Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of eight of peritoneal dialysis therapy. The technical service representative assisted with ending therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.